Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
Note: this report pertains to one of two truetome 44 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the procedure, as soon as electrosurgical current was applied, the sphincterotome snapped. A second sphincterotome of the same type was opened and used; however, the same problem occurred immediately upon application of current. It was reported that no part of the cutting wire detached and fell into the patient. The customer provided a picture outside the patient where it was possible to observe the cutting wire was broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.